Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista ultra in the nasolabial folds and marionette lines. Prior to injection, the patient had a local injection with lidocaine and given ice post-injection. An hour after injection, the patient complained of headache and malaise. On the following day, the healthcare professional diagnosed the "patient's illness as headache, malaise and gastralgia." Patient later reported having "various health problems" requiring admission to a hospital. Patient was treated with hyaluronidase over 6 installments 4 months after injection. Patient has said they were "mentally depressed" due to insomnia and is afraid of becoming "bed-ridden and will die." Patient continues to have symptoms with headaches, nausea, malformations, swollen blood vessels, enlarged bones, inability to sleep, mental depression, symptoms in the hands, feet and neck, aching joints, swollen face, skin spots below the knees and bulging joints in the feet and fingers with bone formation. Patient noted the headaches, nausea and physical disorder began 30 minutes after injection. There were no such symptoms before injection. Patient has been admitted to the department of psychiatry for "thinking about jumping from the 6th floor or refusing meals to die." Patient had x-rays taken by two different doctors and both had noted they "don't understand and they have never seen such symptoms." The healthcare professional has noted that the patient "was not saying the fact. Since the patient has been saying the claims many times in the past, seems to be suffering from mental illness."

Manufacturer narrative:
Medwatch sent to FDA on 5/31/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of headache, malaise, gastralgia, various health problems, mentally depressed, insomnia, fear, nausea, malformations, swollen blood vessels, enlarged bones, inability to sleep, symptoms in hands, feet and neck, aching joints, swollen face, skin spots below the knees and bulging joints in the feet and fingers from bone formation, thoughts of suicide are physiological and mental complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of headache, pain, malaise, edema, depression, arthritis, patient problem/medical problem, complaint, ill-defined, nausea, sleep disturbances, emotional changes, skin discoloration: ". Important precautions: prior to treatment, the patient's past medical history should be obtained, and the patient should be fully apprised of the indications and precautions. Patients also should be apprised the risk of causing undesirable cosmetic adverse events such as necrosis, discoloration and coloration. Patients should be instructed to immediately report to the physicians if any sign relevant to the use of product is observed. Malfunctions and adverse events: the following malfunctions and adverse events have been reported, potential adverse events are included but not limited. Adverse events: nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, etc.)"

Event description:
Healthcare professional reported injecting a patient with juvederm vista ultra in the nasolabial folds and marionette lines. Prior to injection, the patient had a local injection with lidocaine and given ice post-injection. An hour after injection, the patient complained of headache and malaise. On the following day, the healthcare professional diagnosed the "patient's illness as headache, malaise and gastralgia." Patient later reported having "various health problems" requiring admission to a hospital. Patient was treated with hyaluronidase over 6 installments 4 months after injection. Patient has said they were "mentally depressed" due to insomnia and is afraid of becoming "bed-ridden and will die." Patient continues to have symptoms with headaches, nausea, malformations, swollen blood vessels, enlarged bones, inability to sleep, mental depression, symptoms in the hands, feet and neck, aching joints, swollen face, skin spots below the knees and bulging joints in the feet and fingers with bone formation. Patient noted the headaches, nausea and physical disorder began 30 minutes after injection. There were no such symptoms before injection. Patient has been admitted to the department of psychiatry for "thinking about jumping from the 6th floor or refusing meals to die." Patient had x-rays taken by two different doctors and both had noted they "don't understand and they have never seen such symptoms." The healthcare professional has noted that the patient "was not saying the fact. Since the patient has been saying the claims many times in the past, seems to be suffering from mental illness."